Manufacturer narrative:
Operator of device is unknown. No information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the pump exhibited an error code, syringe plunger sensor. No patient injury was reported.

Manufacturer narrative:
Other text: d10: device available for evaluation: updated. H3: device evaluated by manufacturer: updated. H6: event problem and evaluation codes: updated. H10: device evaluation: a sample was returned to manufacturing for investigation. Visual inspection and functional testing were performed. Visual inspection of the returned device confirmed that non-original equipment manufacturer labels were on the device upon receipt, the bottom case was cracked, the battery was missing, contamination was found on the barrel clamp assembly and a non-original equipment manufacturer top case was found on the pump. Errors codes could not be retrieved from the ehl (event history log). The customer reported issue was confirmed as the pump would not power up during the investigation. Root cause of the reported event is attributed to customer damage as the power supply was found with some contamination. Replaced the power supply, performed preventive maintenance and all functional testing. The product is beyond a year from the manufacture date and there was no indication of a manufacturing defect during the investigation, so a device history record DHR review was not performed. Service review identified this device has not been in for service in the previous year and there was no indication of a service issue during the investigation., corrected data: d4: correction: model number: 4000.